Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: na.

Event description:
It was reported that 6 the bd precisionglide¿ needles had excessive epoxy. The following information was provided by the initial reporter: we will send a formal complaint for all the shipment received for item 303005 with lot 2291436 due to they were received with excessive glue and we found some pieces were missing the sheathing protectors.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06apr2023. H6: investigation summary: it was reported there was product with excessive glue, to aid in the investigation, nine samples with no packaging blisters and two photos were provided for evaluation by our quality team. A visual inspection was performed; six of the nine samples have an epoxy drip over on the needle hub and the other three samples are missing the needle shield. The two photos provided show some of the samples received. No other defects or imperfections were observed. These defects could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. For the excessive epoxy, a jam may have occurred at the cannulator inducing the epoxy drip over on the needle hub. A device history record review was completed for provided material number 303005, lot 2291436. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator and shielder was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that 6 the bd precisionglide¿ needles had excessive epoxy. The following information was provided by the initial reporter: we will send a formal complaint for all the shipment received for item 303005 with lot 2291436 due to they were received with excessive glue and we found some pieces were missing the sheathing protectors.